Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have the grip axis pin dislodged from the grips. The pin was returned with the instrument. The pin outer diameter measures approximately 0.062" at the swaged end compared to the nominal pin diameter of 0.072¿. Grips and other components adjacent to the dislodged pin do not show damage. The instrument was found to have a broken main tube approximately 3.83 from the distal tip. A visual inspection found all internal cables to be broken. The instrument was found to have a broken grip cable at the site of the broken main tube. The cable was fully broken. There was no evidence of discoloration, corrosion, or contamination on the cables to indicate a reprocessing induced issue. The cables were broken as a result of the broken main tube. The instrument was found to have a broken distal pitch cable at the site of the broken main tube. The instrument was found to have the hypo tube broken. The hypo tube was completely severed at the site of the broken main tube. No pieces were found missing. The instrument was found to have the flush tube broken. The flush tube was completely severed the site of the broken main tube along with all other internal components of the main tube. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. A follow-up MDR will be submitted once the product is evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, at the end of the procedure when trying to remove the prograsp foeceps instrument, it would not remove from the cannula. The surgeon then looked with the camera and saw that there was a screw that appeared to be working itself out and was not allowing the instrument to be removed from the canula. The instrument and cannula were removed at the same time. The instrument was broken so that it could be removed from the cannula. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the reported issue occurred when the robot was being undocked. The instrument and cannula were removed together due to a pin sticking out. The port site did not need to be increased in order to remove the instrument and cannula together.